Manufacturer narrative:
Product complaint # (B)(4). Us FDA MDR determination: there were no allegations of defect for the tibial insert. It is reasonable to conclude that the revision is attributed to the loosening of the femoral component and tibial tray at the cement to implant interface. Surgical delay: there is no indication that the time delay occurred at a critical procedure step where high risks to the patient may be present. An additional implant was readily available. There is no indication that the delay resulted in any impact to the expected surgical outcome (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial and femoral components at the cement to implant interface. Depuy cement was used. Surgical delay for 15 minutes. Doi: (B)(6) 2015, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.